Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, it was noticed that this was duplicate information which has been provided on (MDR #3004753838-2014-19362 ). The initial MDR for this report (MDR#3004753838-2014-15392) should not have been submitted.